Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry with clear surgical debris in a micro centrifuge vial. Visual inspection found no visible damage and foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -7.50/6.0/086 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a longer length lens due to low vault. Reporter states "patient is happy." H6: patient code 3191: secondary surgical intervention- lens exchange. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -7.50/6.0/086 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. Low vault was observed. Lens remains implanted. Reportedly the surgeon plans to exchange the lens with a longer length lens. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.